Manufacturer narrative:
The device referred in this report was not returned to olympus for investigation. An olympus endoscope support specialist (css) visited the user facility and determined that the endoscope accessories were not being reprocessed appropriately. The ess provided training and educational materials to the user facility's staff regarding appropriate reprocessing methods for their endoscope accessories. The cause of the pts' outcomes appears to be due to user error and failure to follow olympus' instructions in reprocessing the auxiliary water tube.

Event description:
The user facility reported that high-level chemical disinfectant residue had been found inside the auxiliary water tube that was utilized with different models of the user facility's endoscopes, and three to four pts that had received endoscopy procedures at their facility have been hospitalized for what appears to be chemical colitis. The user facility reported that the pts were provided with medication but no surgeries were necessary. The user facility also reported that the pts were all released from the hospital and all were in stable condition.